Event description:
Caller alleged discrepant precision results. Results as follows: date: (B)(6) 2013, inratio test 1: 1.1; inratio test 2: 2.0. Time between testing was reported as 5 minutes. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Pt is anemic but hematocrit is unknown. Pt current health status may affect coagulation test. Be advised, hematocrit ranges between 30-55% will not affect test results. Additionally, customer was milking the finger. Milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr result or testing error. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 1.1, 2nd inr = 2.0, mean = 1.55, sd = 0.636; %cv = 41.1. Inratio meter results failed the criteria for precision with %cv greater than 20%. Ps was unable to perform further investigation due to unknown strip lot number on the event details and no product return. Further investigation ws not possible. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Pt was identified as being anemic. Pt's condition could have contributed to unexpected results. As stated in the product insert, inratio has limitation that hematocrit ranges 30-55% have been shown to not affect test results. Corrective action not required at this time as no product deficiency was established.